Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the reported lot number; the devices was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the acculan battery. During a canine tibial-plateau-leveling osteotomy (tplo), the battery was not holding the charge and the saw lost all power. Time under anesthesia was extended for over 40 minutes while the battery was recharged. Also, the procedure following this surgery was cancelled due to the malfunction.